Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. Philips field service engineer (fse) found the circuit breaker in the off position. The fse changed the position of the circuit breaker to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the ventilator is not switching on. There was no patient or user harm reported. The event date was not specified; estimate used.